Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient attended a routine annual mapping appointment at which 3 affected channels were noted. Recipient will return to clinic on (B)(6) for further programming where expert measurements will be performed.

Event description:
The recipient attended a routine annual mapping appointment in june 2020 at which 3 affected channels were noted. In july 2020 the family cancelled a follow-up appointment as they felt the child was hearing well with the device. The user was seen again in early (B)(6) 2020 and there was no change in situ measurements and the child was hearing well with the device. However, then in (B)(6) 2021 the user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Furthermore, the two most basal channels have been deactivated since activation due to being extra-cochlear. However, information on the implant registration card states that a full insertion was achieved at implantation surgery, thus a partial post-operative migration of the electrode array cannot be ruled out. This is a final report.

Manufacturer narrative:
Additional information: according to the information received from the field, in situ measurements show three channels with affected status because of undetermined reasons. Furthermore, the two most basal channels have been deactivated since activation due to being extra-cochlear. However, information on the implant registration card states that a full insertion was achieved at implantation surgery, thus a partial post-operative migration of the electrode array cannot be ruled out. The recipient will be monitored; the device remains implanted and in use.

Event description:
The recipient attended a routine annual mapping appointment in (B)(6) 2020 at which 3 affected channels were noted. In (B)(6) 2020 the family cancelled a follow-up appointment as they felt the child was hearing well with the device. The user was seen again in early (B)(6) 2020 and there was no change in situ measurements and child is hearing well with the device. The clinic will continue to monitor every 6 months.